Event description:
During the evaluation process, it was noted the clamp of the transfer set was not leaking, however the silicone tubing of the transfer set was leaking.

Manufacturer narrative:
Eval summary: baxter failure investigation lab performed the analysis on the sample, which revealed the clamp of the transfer set was not leaking, however the silicone tubing of the transfer set was leaking. There has been corrective and preventative action taken relative to this matter. Renal product surveillance, quality engineering, along with plant manufacturing, will continue to monitor this product line.